Event description:
Customer reported monitors have burn-in-images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced both monitors. System operates as intended. (B) (4)